Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The pd catheter was removed and was advised that the patient eventually return back to pd therapy. The cause of the event, hospitalization, treatment and patient outcome were not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.